Event description:
It was reported that during interrogation, the programmer's radiofrequency (rf) head was placed over, and the information was loaded as usual. When a secure universal serial bus (usb) was inserted, the emergency defibrillation screen appeared. The screen was exited using a stylus, after which the programmer returned to normal operation, and interrogation continued. After removing the usb, inte rrogation was completed as normal. Upon reinserting the usb to save the interrogation, the emergency defibrillation screen appeared again. It was noted that the emergency defibrillation screen was manually exited, and the session ended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that during interrogation, the programmer's radiofrequency (rf) head was placed over, and the information loaded as usual. When a secure universal serial bus (usb) was inserted, the emergency defibrillation screen appeared. The screen was exited using a stylus, after which the programmer returned to normal operation and interrogation continued. After removing the usb, interrogation was completed as normal. Upon reinserting the usb to save the interrogation, the emergency defibrillation screen appeared again. It was noted that the emergency defibrillation screen was manually exited and the session ended. Additionally, it was noted that the power cord bay and upper case were broken. Replaced power cord bay and upper case. It was also found that the stylus was missing. The stylus was installed and calibrated. The programmer passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.